Manufacturer narrative:
(B)(4).

Event description:
It was reported "kci and mg started via grey and blue ports, rn noticed after starting that fluid was collecting under the dressing - reported it was saturated. Dressing removed and replaced." The rn discussed with ICU and decision to wait 2 hours before using. On review the "grey port is aspirating air with a hissing noise, bung has been replaced with no improvement." Customer reported "likely crack externally in grey line". The cvc was removed. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported "kci and mg started via grey and blue ports, rn noticed after starting that fluid was collecting under the dressing - reported it was saturated. Dressing removed and replaced." The rn discussed with ICU and decision to wait 2 hours before using. On review the "grey port is aspirating air with a hissing noise, bung has been replaced with no improvement." Customer reported "likely crack externally in grey line". The cvc was removed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn # (B)(4). The customer returned one 4-l catheter for analysis. Definite signs of use in the form of biological material were observed. Initial visual analysis of the catheter revealed no obvious defects or anomalies. After failing functional testing, a hole was observed on the catheter body adjacent to the juncture hub. The edges of the hole appear smooth and uniform, consistent with the appearance of contact with sharps. The overall length of the catheter measured 172mm, which is within the specification limits of 157mm - 177mm per the catheter product drawing. The outer diameter of the catheter body measured 2.918mm which is within the specification limits of 2.87mm - 2.97mm per the catheter extrusion graphic. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which states " flush each lumen with sterile normal saline for injection to establish patency and prime lumen (s)." Each extension was flushed using a lab inventory syringe, and large amounts of biomaterial exited out of the medial 1 and medial 2 extension lines. Each of the extension lines flushed as intended. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. When connected to the gray medial 1 extension line, a small leak was observed on the catheter body adjacent to the juncture hub. A manual tug test confirmed that all of the extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter body leak was confirmed through investigation of the returned sample. After failing functional testing, visual analysis revealed a hole adjacent to the juncture hub. The appearance of the hole is consistent with contact with sharps. Despite this, the catheter passed all relevant dimensional requirements, and a device history record review based on a potential lot revealed no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.